Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing detached from the plastic part attached to the adhesive. Reportedly, the entire plastic part (with needle guard/cannula) came out. Moreover, the patient got infected by bacteria and the part of body where the infusion set was inserted was infected (redness, bump and hard). The site was stomach and the pump was always clipped on his pocket. The infusion had been in use for every 2-3 days. The infusions were stored in a dry place in the cupboard of his kitchen. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.